Event description:
It was reported that stent premature deployment occurred. The 50-60% stenosed target lesion was located in the mildly tortuous and severely calcified femoral head lesion within the superficial femoral artery (sfa). A contralateral approach was used to access the lesion. A 7x60x130 innova self expanding stent was selected for use along with a 0.035 non-bsc guidewire and 7f non-bsc sheath. During the procedure, before rotating the thumbwheel, it was noted that the approximately 1.5cm of the distal portion of the stent was deployed out of the delivery catheter. The innova device was removed from the patient and the procedure was completed with a different size innova stent. There were no patient complications and the patient was okay.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone and 3.5cm from the nosecone. The stent was partially deployed 14mm from the middle sheath. Microscopic examination revealed buckling to the inner liner 16mm and 18mm from the tip. The yellow thumbwheel lock is missing and did not return for product analysis. Inspection of the remainder of the device, revealed no other damage or irregularities. The innova dfu includes the following delivery procedure and precautions related to issue: "pre-dilate the lesion with a balloon dilatation catheter using conventional technique. After the lesion has been properly dilated, remove the dilatation catheter, leaving the guidewire with the tip distal to the lesion for stent system advancement." And "do not remove the thumbwheel lock prior to deployment. Premature removal of the thumbwheel lock may result in an unintended deployment of the stent."

Event description:
It was reported that stent premature deployment occurred. The 50-60% stenosed target lesion was located in the mildly tortuous and severely calcified femoral head lesion within the superficial femoral artery (sfa). A contralateral approach was used to access the lesion. A 7x60x130 innova self expanding stent was selected for use along with a 0.035 non-bsc guidewire and 7f non-bsc sheath. During the procedure, before rotating the thumbwheel, it was noted that the approximately 1.5cm of the distal portion of the stent was deployed out of the delivery catheter. The innova device was removed from the patient and the procedure was completed with a different size innova stent. There were no patient complications and the patient was okay.